Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Three attempts were made to follow up with the customer and inform them that this catalog number does contain a luer adapter. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that before use, a bd vacutainer® push button blood collection set was found with the leur adapter missing. There was no report of injury or medical intervention.